Manufacturer narrative:
Block h6: imdrf device code (a04) captures the reportable event of (material integrity problem). Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available.

Event description:
It was reported to boston scientific corporation that a captivator emr snare was used in the stomach during a polypectomy procedure performed on (B)(6), 2026. During the procedure, after fixing the snare to the endoscope, the handle conector broke and caused the wire exposure. As a result, the alignment when advancing the snare was difficult. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: the complainant reported that the broken device was used to complete the procedure. However, according to the directions for use (dfu), the use of the captivator emr snare is not adequate if the package or component is damaged or opened. It is not intended for use if any damage is found.